Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact was loosen, pump has rejected new battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was initiated for the issues blank display, battery cap damaged, lost, battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed active current measurement and self test.. However, unit received with unexpected battery power loss and had high sleep current. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on [(B)(6) 2024] at [07:56:26.000]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2024 at 06:54:00.000. Therefore, battery change occurred in less than 1 week. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(stained/faded). Blank display was not observed during analysis. Blank display not confirmed. Battery cap contact damage not observed during analysis. Battery cap contact damage not confirmed. In summary, customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Problem isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.